Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device log was reviewed and the last error code in the log indicated the circuit board was corrupt. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing, and there was no patient involvement.